Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose was 154 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.